Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). - the dentist reported that 1 month after dental implant was installed in intraoral region 5#, its non-osseointegration was observed. In addition, the patient presented insufficient bone quality/quantity (bone type iii).